Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with the device displaying a ¿high¿ reading, a concurrent fingerstick glucose of 542 mg/dl, and discovery upon infusion set removal that the needle guard remained on the cannula, indicating an improperly deployed infusion set and loss of insulin delivery the user was disconnected from the pump, received a 14-unit subcutaneous insulin pen injection after attempted meal announcements, and was advised on interim monitoring and follow-up with a healthcare professional regarding ketone testing and a ketone action plan. Symptoms included hyperglycemia and fatigue. Outcomes included the need for manual insulin administration and temporary pump disconnection. Investigation included troubleshooting and education on infusion set deployment and glucose monitoring. Investigation of this case revealed that the infusion set was not properly deployed, which impeded subcutaneous insulin delivery and led to high glucose readings. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set deployment was the most likely cause.